Manufacturer narrative:
Initial reporter was getinge technician. On 20th september, 2023 getinge became aware of an issue with one of surgical lights - alm ecl951. Based on photographic evidence the paint and label were chipping from arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: label peeling and paint chipping are probably due to collision or repeated excessive rubbing during cleaning of the device. The use of aggressive cleaning agents may be a contributing factor. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - alm ecl951. Based on photographic evidence the paint and label were chipping from arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.